Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip, the suture knot is tightened down, and bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a surgery, it was noticed that the t2 implant of a fast fix 360 could not be deployed. The procedure was resumed, using an equivalent s+n back up. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H2: additional information in b5 and h6.

Event description:
It was reported that, during a meniscus suturing surgery, it was noticed that the t2 implant of a fast-fix 360 could not be deployed. T1 was successfully removed using tweezers and suction. The procedure was resumed, after a non-significant delay, using an equivalent s+n back up. No further complications were reported. The patient's status is fine.